Event description:
It was reported that the patient was experiencing syncope and disorientation. The patient went to the emergency room where an electrocardiogram and blood work did not find any anomalies. It was noted that the patient's pulse dropped, however this was attributed to device interference with surrounding equipment. Communication with the clinic for additional information was unsuccessful. According to the manufacturer's database, the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).